Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. After the patient received a "replace battery" alarm, the patient changed the battery and the cartridge and the pump was working normally. The reporter also stated that every 4 minutes, the pump would emit a beep and it would vibrate.there was no allegation of an adverse event with this complaint.this complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: a review of the black box and alarm history showed no activity outside of normal use. A test battery cap was used for testing. The ez-prime steps were performed correctly. The pump cover was removed to find no intermittent conditions to the printed circuit board. No alarms related to the allegation were duplicated. The allegation of vibration and beeps was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and was unable to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.